Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator failed the extended self test (est) or the short self test (sst). The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue with an est diagnostic code and based on the displayed code, sp replaced exhalation valve assembly (eva). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The eva was returned for failure investigation. A visual inspection was carried out on the returned eva, no anomalies were observed. The eva was attached to the test ventilator, powered up and during the est device failed the circuit pressure test with the message "exhalation autozero solenoid not operational". Analysis determined the exhalation sensor printed circuit board assembly (pcba) of the returned eva was prior to the implementation of a change to address autozero solenoid (so1) failures; therefore, no further testing was performed. Investigation determined if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The likely cause of the event was determined to be consistent with a faulty autozero solenoid (so1) on the returned exhalation sensor pcba of the eva. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilator failed the extended self test (est) or the short self test (sst). The ventilator was not in use on a patient at the time of the reported event.